Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), memory impairment ('memory issues') and fatigue ('chronic fatigue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), memory impairment (seriousness criterion disability), fatigue (seriousness criterion disability), diarrhoea ("diarrhea"), nausea ("nausea"), headache ("headaches"), abdominal pain upper ("stomach pain"), cognitive disorder ("cognitive issues"), anxiety ("anxiety"), depression ("depressions"), arthralgia ("joint pain"), intervertebral disc disorder ("disk problems") and autoimmune disorder ("positive autoimmune"). The patient was treated with morphine. Essure was removed. At the time of the report, the pelvic pain, fatigue, diarrhoea, nausea, headache, abdominal pain upper, cognitive disorder, anxiety, depression, arthralgia, intervertebral disc disorder and autoimmune disorder outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, autoimmune disorder, cognitive disorder, depression, diarrhoea, fatigue, headache, intervertebral disc disorder, memory impairment, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media: new events medical device removal, memory issues, cognitive issues, chronic fatigue, anxiety, depressions, joint pain, disk problems and positive autoimmune were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('left essure coil found to be embedded in the left fallopian tube / coil was found to be embedded with in the cornua of the uterus'), memory impairment ('memory issues') and fatigue ('chronic fatigue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), memory impairment (seriousness criterion disability), fatigue (seriousness criterion disability), diarrhoea ("diarrhea"), nausea ("nausea"), headache ("headaches"), abdominal pain upper ("stomach pain"), cognitive disorder ("cognitive issues"), anxiety ("anxiety"), depression ("depressions"), arthralgia ("joint pain"), intervertebral disc disorder ("disk problems"), autoimmune disorder ("positive autoimmune") and device expulsion ("possible displaced essure coil (right)/CT scan: no evidence of a right coil"). The patient was treated with morphine, salpingectomy and surgery (laparoscopy with bilateral salpingectomy, hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, fatigue, diarrhoea, nausea, headache, abdominal pain upper, cognitive disorder, anxiety, depression, arthralgia, intervertebral disc disorder, autoimmune disorder and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain upper, anxiety, arthralgia, autoimmune disorder, cognitive disorder, depression, diarrhoea, fatigue, headache, intervertebral disc disorder, memory impairment, nausea and pelvic pain to be related to essure. The reporter commented: essure removal details: left essure coil found to be embedded in the left fallopian tube however mostly in the cornua of the uterus on the left. Right essure coil was not detected neither in the uterine cavity or in the right fallopian tube. Right ovaries normal in appearance. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: result: mild proximal sigmoid colon wall thickening of uncertain etiology. Clinical correlation was recommended. 4 mm images calcification within the right ovary. A dermoid cyst could be present. Correlation with a complete pelvic sonogram was recommended. Essure coil noted in the left fallopian tube proximally. No evidence of a right coil.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: embedded device and device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('left essure coil found to be embedded in the left fallopian tube / coil was found to be embedded with in the cornua of the uterus'), memory impairment ('memory issues') and fatigue ('chronic fatigue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), memory impairment (seriousness criterion disability), fatigue (seriousness criterion disability), diarrhoea ("diarrhea"), nausea ("nausea"), headache ("headaches"), abdominal pain upper ("stomach pain"), cognitive disorder ("cognitive issues"), anxiety ("anxiety"), depression ("depressions"), arthralgia ("joint pain"), intervertebral disc disorder ("disk problems"), autoimmune disorder ("positive autoimmune") and device expulsion ("possible displaced essure coil (right)/CT scan: no evidence of a right coil"). The patient was treated with morphine, salpingectomy and surgery (laparoscopy with bilateral salpingectomy, hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, fatigue, diarrhoea, nausea, headache, abdominal pain upper, cognitive disorder, anxiety, depression, arthralgia, intervertebral disc disorder, autoimmune disorder and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain upper, anxiety, arthralgia, autoimmune disorder, cognitive disorder, depression, diarrhoea, fatigue, headache, intervertebral disc disorder, memory impairment, nausea and pelvic pain to be related to essure. The reporter commented: essure removal details: left essure coil found to be embedded in the left fallopian tube however mostly in the cornua of the uterus on the left. Right essure coil was not detected neither in the uterine cavity or in the right fallopian tube. Right ovaries normal in appearance. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: result: mild proximal sigmoid colon wall thickening of uncertain etiology. Clinical correlation was recommended. 4 mm images calcification within the right ovary. A dermoid cyst could be present. Correlation with a complete pelvic sonogram was recommended. Essure coil noted in the left fallopian tube proximally. No evidence of a right coil. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: embedded device and device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received. Events "embedded device and device expulsion' were added. This case is medically confirmed. Patient date of birth was updated. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), memory impairment ('memory issues') and fatigue ('chronic fatigue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), memory impairment (seriousness criterion disability), fatigue (seriousness criterion disability), diarrhoea ("diarrhea"), nausea ("nausea"), headache ("headaches"), abdominal pain upper ("stomach pain"), cognitive disorder ("cognitive issues"), anxiety ("anxiety"), depression ("depressions"), arthralgia ("joint pain"), intervertebral disc disorder ("disk problems") and autoimmune disorder ("positive autoimmune"). The patient was treated with morphine, salpingectomy and surgery (scheduled hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fatigue, diarrhoea, nausea, headache, abdominal pain upper, cognitive disorder, anxiety, depression, arthralgia, intervertebral disc disorder and autoimmune disorder outcome was unknown. The reporter considered abdominal pain upper, anxiety, arthralgia, autoimmune disorder, cognitive disorder, depression, diarrhoea, fatigue, headache, intervertebral disc disorder, memory impairment, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.